Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient did notify their physician of the por message and it was reset on (B)(6) 2017. There were no symptoms related to the por, but they did state that a surgery lead to the por message.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient saw a por (power on reset) error code and the device was not working properly. Therapy has turned off and reset to shipping parameters. At the time the por was seen the patient was checking his implant. Patient stated that he put new batteries into the programmer and had not checked his implant in about a year. Patient was concerned about implant battery possibly being dead. The patient was redirected to their healthcare professional to clear the por screen and discuss cause. No symptoms were reported and no further complications were reported or are anticipated.